Event description:
Customer reported that they had high blood glucose readings of 477 mg/dl. Customer declined troubleshooting. Customer's most recent blood glucose reading was 372 mg/dl after taking the 10 unit injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.